Event description:
The customer reported that the patient sat up in bed while preparing for a procedure, and someone moved his freedom driver and it exhibited a fault alarm. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The customer experience was not duplicated and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. The reported issue poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to monitored and trended as part of he customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior of the driver revealed no abnormalities. The driver passed all testing and pressure performance testing associated with nominal normotensive and hypertensive settings with no anomalies or alarms. Review of the electronic patient data file revealed no permanent alarms recorded that correlate with the customer reported alarm.